Event description:
Additional information received reported that the patient was getting shocked at all her programming sessions and adjustment did nothing. It was noted that the patient could ¿tolerate twice as much now.¿ it was further noted that one month prior to the report, the amplitude wouldn¿t go up higher than 0.45v. The reporter noted that the patient¿s foot or toe wasn¿t covered and when it was above 0.45v, it felt like electricity and was uncomfortable in the upper leg. It was noted that there was only "one pair" on at the time of the report. The reporter noted that the patient couldn¿t walk and "heat" didn¿t do anything. The patient was getting 50% or better in pain relief under controlled conditions. It was noted that the patient had an appointment scheduled on the day following the report.

Event description:
Additional information reported indicated that reprogramming was done as an intervention on 2013 (B)(6). The patient did not require hospitalization as a result of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 399960 lot# va03x18, implanted: 2013 (B)(6); product type lead product ID 3708220 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37754 lot# serial# (B)(4); product type recharger product ID 37746 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient got an extreme shock throughout their entire right leg on (B)(6) 2013. The patient stated their stimulation was off and a manufacturer representative was doing an impedance check. It was noted the patient's entire right leg jumped and the patient jumped and screamed. Reportedly, the impedance check was stopped and the effect lingered for several hours. It was noted the patient's settings were at less than 1 volt. It was stated the patient was hypersensitive and they got muscle spasm sometimes in their lower leg. Reportedly, since the patient had their device implanted they could feel stimulation even when their implantable neurostimulator (ins) was turned off during charging. It was noted the patient had only charged once since their ins was implanted. The patient also reportedly felt an increase in stimulation when turning on a blow dryer at a salon so they turned their stimulation off because it was uncomfortable. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.